Manufacturer narrative:
Name: abbvie inc street: 1 north waukegan road city: north chicago state: il zip code: 60064. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient had been having frequent cellulitis and is on antibiotics for cellulitis (cephalexin quater in die (qid) for five days). Patient experienced local mild but large swelling, and now he gets a harsh burning sensation on his abdomen when he starts up the pump. He went to emergency department (ed) and started antibiotics for this one on (B)(6) 2026.